Manufacturer narrative:
(B)(4). Concomitant medical products: 157446, m2a-magnum mod hd sz 46mm, 058830, 139252, m2a magnum tpr adpr ti dia42-5 0/-6mmt1, 536430. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01612. Product location unknown.

Event description:
It was reported by the patient underwent a revision procedure due to elevated metal ion levels and metallosis. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision arthroplasty approximately eight years post implantation due to a failed arthroplasty with metallosis. It was also noted the patient experienced pain, elevated metal ions, as well as fluid in the joint space. No additional information is available at this time.